Event description:
It was reported that the hcp was able to aspirate from the pump reservoir with difficulty; they were unable to fill it. A flipped pump was confirmed via imaging. The pt was scheduled to correct the flipped pump. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).